Event description:
It was reported that the device exhibited a short margin between eri and eol. The patient received inappropriate therapy for svt. Device change out was scheduled. No further information is available.